Event description:
Distributer lemaitre vascular returned 3 shelf cartons, 2 each containing a jar with cardiocel 5x8 patch part number: uc0508, lot number: m210302, and 1 shelf carton containing a jar with cardiocel 4x4 patch part number: uc0404, lot number: m21018-02 to anteris. A customer had inspected the cartons upon receipt at the hospital and returned the cartons to the distributor due to indications a jar in one of the cartons containing the cardiocel device leaked during transit. Anteris inspected the three cartons and product jars. The seal of one of the jars appeared to be missing resulting in a leak. The other two cartons of cardiocel contained jars that upon inspection showed no signs of leaking. No patient impact from the leaking jar. Hospital inspected devices upon receipt from distributor per instructions.